Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. The patient was programmed several times without success. Surgical intervention was undertaken during which the system was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.